Event description:
It was reported that the patient was sedated and experienced a desaturation event during a procedure. The patient was subsequently intubated. Zero levels were completed before the issue arose and the pedicle was still being traversed. Ablation was not started before this event occurred. The procedure was completed successfully and the patient is doing well postoperatively with no complications.

Event description:
It was reported that the patient was sedated and experienced a desaturation event during a procedure. The patient was subsequently intubated. Zero levels were completed before the issue arose and the pedicle was still being traversed. Ablation was not started before this event occurred. The procedure was completed successfully and the patient is doing well postoperatively with no complications. The devices were discarded by the medical facility and will not be returned for device analysis.

Manufacturer narrative:
Correction to initial emdr in block d4.

Event description:
It was reported that the patient was sedated and experienced a desaturation event during a procedure. The patient was subsequently intubated. Zero levels were completed before the issue arose and the pedicle was still being traversed. Ablation was not started before this event occurred. The procedure was completed successfully and the patient is doing well postoperatively with no complications. The devices were discarded by the medical facility and will not be returned for device analysis.